Manufacturer narrative:
D4, primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a follow-up, increased capture threshold was observed on the leadless pacemaker (lp). A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.

Event description:
During a follow-up, increased capture threshold and back-up mode were observed on the leadless pacemaker (lp). The device was explanted and replaced to resolve the event. The patient is stable.